Event description:
The mitral clip was prepped prior to placing it into patient. When placed into patient and located to the mitral valve, the device would not deploy the clip correctly. After many attempts by the physicians, it still would not deploy. The clip was removed from the patient and no harm to patient occured.